Manufacturer narrative:
(B)(4).. The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Microscopic inspection did not reveal any particulate matter. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white particulate matter in a clearlink secondary medication set. The reporter stated that the particulate matter was loose in the tubing near the blue capped end, and was approximately 3 mm in length. This was noted before use. There was no patient involvement. No additional information is available.